Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the loss of capture was refuted against the right ventricular (rv) lead and attributed to the operation of the implantable pulse generator (ipg).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The implantable pulse generator (ipg) exhibited pacing below the lower rate and the right ventricular (rv) lead exhibited intermittent loss of capture. No further patient complications have been reported as a result of this event.